Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Motor was tested outside the device and passed. No motor error alarm noted during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call that they experienced high blood glucose. The customer's father reported that they received a motor error alarm after rewind. The customer's blood glucose was 400 mg/dl at the time of incident. The customer's blood glucose was 504 mg/dl at the time of call. The customer's father stated that they treated the high blood glucose with manual injection. The customer's father stated that they were able to rewind the insulin pump. The customer's father stated that the drive support cap appeared normal. The customer's father stated that the insulin pump was not exposed to high magnetic fields. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.